Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/16/16 medical records received. Medical records reviewed for MDR reportability. The revision surgical note reported metallosis with soft tissue staining, pseudotumor and turbid fluid. Revision surgical note also reported labs for metal ions in (B)(6) 2015 with greater than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 1, 2016.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 3/17/2016: litigation received. Litigation also alleges pain, discomfort, popping feeling, and difficulty ambulating. There is no new information that would change the additional investigation. This complaint was updated on: 3/21/2016.

Event description:
Patient revised to address elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.